Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient told the rep that their implantable neurostimulator (ins) had to be replaced due to the patient feeling stimulation in their knee when the lead was placed in the patient¿s thoracic for shoulder pain. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a representative on 2018 reporting that the cause was thought to be that the battery was diminished. No further complications were reported.